Event description:
Customer reported the IV tubing was run over by IV pole while the patient had gotten out of bed. The patient had a PICC line and blood from the patient leaked out from a crack in the IV tubing. Patient required a blood transfusion because of the bleeding. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The set was discarded at the facility. The model and lot number were not identified.